Event description:
It was reported that on the device, the black sensor on bottom is hanging". It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b3: event date unknown. (B)(6). One device was returned for evaluation. Visual inspection revealed a worn upstream occlusion (uso) seal, torn downstream occlusion (dso) seal, and loose air detector. Review of event history logs was not performed. Functional testing was performed and the reported issue was confirmed; the air detector was found loose and hanging and did not pass when cassette was attached; the device did not meet specifications. The root cause of the issue was determined to be the air detector. The air detector was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.